Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with lead noise that caused noise reversion, forcing asynchronous pacing. Programming changes were discussed. No patient symptoms were reported.